Event description:
Treatment of an aneurysm. It was reported that the patient had left sided weakness during the procedure and was given an integrillin bolus. She then improved to baseline. The evening after pipeline placement, she developed left arm weakness and left facial droop and had an angiogram that showed poor flow through the pipeline. She was given extra heparin, aspirin and plavix to treat it. She then improved but developed hypotension, which was treated with dopamine, florinef and midodrine. She continued to have left facial droop and pronator drift in her left arm. She had improved markedly by discharge.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).